Manufacturer narrative:
The field service engineer replaced the gear pump, all rinse tube kits and confirmed the module was running within specifications. The investigation determined the service actions resolved the issue. This event occurred in (B)(6). Unique identifier (UDI) #: (B)(4).

Event description:
The initial reporter received a questionable alb2 albumin gen.2 result for one patient with the cobas 8000 c702 module. The initial result was 56 g/l. The repeated result was 43 g/l. The questionable result was reported outside of the laboratory. The reagent lot number was 525496. The expiration date was requested but not provided.